Manufacturer narrative:
D4: d4: the lot number is not recognized by the system, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was leak in the drain line of the homechoice cassette that led to this alarm. Renal therapy services assisted the patient with removing the cassette and advised the patient to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: asku (previously submitted as dr24324017). The reported lot dr24324017 is not recognized by the system. H11:the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed and there were no issues or leaks observed. The pull test was also performed (5 pounds as per specification), and no separation was noted. The device was connected to the cycler and subjected to therapy and there was no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.